Event description:
It was reported that after tha, implants were removed due to pseudotumor. The patient may have infection. There is arthromeningitis around head and liner. Cement molding was implanted. The patient's activity was very high. He is a farmer.

Manufacturer narrative:
Reported event: an event regarding pseudotumor (altr) and infection involving a ceramic head was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual inspection was performed as part of the material analysis report. The proximal and distal surfaces of the v40 femoral head are shown. A metal transfer ring on the proximal end of the v40 head taper is shown to be indicating the trunnion of the exeter stem was properly seated in the taper of the v40 head. No wear was observed on the v40 femoral head. A dimensional inspection was not performed due to the damages described in the visual inspection. A functional inspection was not performed as the event cannot be replicated. The material analysis concluded that: no material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, pathology reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that after tha, implants were removed due to pseudotumor. The patient may have infection. There is arthromeningitis around head and liner. Cement molding was implanted. The patient's activity was very high. He is a farmer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.